Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. The patient became hypotensive immediately after the bav. Echocardiogram revealed a pericardial effusion, and cardiac tamponade was diagnosed. A thoracotomy was performed revealing a rupture around calcification of the aortic root. Percutaneous cardiopulmonary support (pcps) was introduced and the ruptured site was sutured. Subsequently, a hematoma developed and caused ischemia of the left main (lm) coronary artery. Cardiac function deteriorated and the lm was dilated with a balloon and stented, which stabilized the heart. The incision was closed and the patient was weaned from pcps. The final pvl was mild to moderate. No further treatment was required. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the available information. The reported hypotension, does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per evolutr IFU m056197t001. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case it was reported that the patient became hypotensive after the bav. Then a pericardial effusion and cardiac tamponade was diagnosed. Per 10110066doc, the event description of pericardial effusion and tamponade do not indicate a potential manufacturing issue. Pericardial effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined from the information available, or without an angiographic record review of the case. The most likely cause for these issues may be due to the bav that was performed. It is unknown what size balloon was used and at what pressure it was inflated to. As after the bav it was reported that an annular rupture occurred in the calcified annular root. Subsequently, a hematoma developed and caused ischemia of the left main (lm) coronary artery. Coronary occlusion post tavi can be related to valve positioning , calcification levels, and/or other patient anatomical effects. In this case it was reported to be due to a hematoma in the left main coronary artery most likely as a result of the annular rupture from the earlier bav. Cardiac function deteriorated and the lm was dilated with a balloon and stented, which stabilized the heart. The incision was closed, and the patient was weaned from pcps. The final pvl was mild to moderate. No mitigating treatments or procedures were required by physician to address the issue of the moderate to mild pvl. No other adverse patient effects were reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.